Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed that the real time clock was reset to zero (year 2000). Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The controller was able to retain the date and the time when the real time clock was adequately charged. The most likely root cause of the reported event can be attributed to an extended period of time where the controller was not connected to an external power source, causing the real time clock to deplete.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during a back-up controller check, it was noted that the time/date on the controller had reset to the default setting. It was presumed the internal battery had discharged. The controller was exchanged. No patient complications have been reported as a result of this event.